Event description:
Report received from the USA stating that the device was "overheating and getting warm to the touch" during routine maintenance. The reporter stated that the product was not used in surgery. There were no injuries or medical intervention reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The reported condition was not confirmed. If add'l info is received, a supplemental report will be sent.